Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: mlc 20 -user's test strip had poor storage. (Kitchen). (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with all of the results obtained. The expected fasting blood glucose test result range is 859 to 95mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored by customer according to specification in the kitchen. The test strip lot manufacturer's expiration date is 01/31/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: 164mg/dl (B)(6) 2017 01:28 pm fasting: yes; 139mg/dl (B)(6) 2017 12:00 pm fasting: yes; 125mg/dl (B)(6) 2017 12:00 pm fasting: yes; 110mg/dl (B)(6) 2017 10:00 am fasting: yes; 113mg/dl (B)(6) 2017 12:00 am fasting: yes. Customer is concerned with high readings. Results of concern is 110, 113, 125, 139, 164mg/dl fasting. Expected fasting rand is 89-95mg/dl. Customer denies having signs and symptoms of hyperglycemia. Customer denies need for medical attention.